Event description:
During service for an unrelated issue the manufacturer's field service engineer (fse) reported the device failed the backup battery test. The fse replaced the backup battery to correct the finding. No patient involvement.